Event description:
The nurse reported that a b.braun infusomat space pump y-type blood set leaked above the drip chamber where the two tubings meet. The nurse was priming the tubing with normal saline for blood transfusion when she noticed that fluid was leaking just above the drip chamber. The tubing was sequestered and given to the risk manager. Unfortunately, the packaging was not saved.